Event description:
When performing a left mediolateral oblique mammogram (lmlo) the machine exposed the patient but did not release. The emergency button was used and did not release. The patient was released using the manual over ride knob.